Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. The rep reported that the patient was receiving a new implantable neurostimulator (ins). The old ins was explanted along with the previous extension and the new ins was attached to the lead. It was reported that the lead was pulled out twice, wiped, and reconnected before the call. The impedances were tested at 3 v and 150 ohms and the impedances for c0 c2 01 02 03 12 23 were all >4000. The healthcare professional (hcp) then pulled the lead out again, wiped, and retested at 2 v and 360 ohms, but impedances for c0 c2 01 02 03 12 23 were all > 4k ohms. The healthcare professional (hcp) then pulled the lead out again, wiped, and retested at 3 v and 360 ohms, but the same contacts were out of range. It was indicated that that the patient was programmed on 0-3+ previously and therapy was great. It was noted that the impedances were not checked prior to ins being pulled. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the >4000 impedance was unknown. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional and the cause was not provided. No further complications were reported.